Manufacturer narrative:
(B)(4). Date sent: 10/24/2024. D4: batch #733c47 . Corrected data: d4: UDI#. Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tcr75 cartridge was received inside the opened packaging, with no apparent damage and with no instrument. The swing tab was found to be in the unlocked position and it returned unfired, however during the visual inspection were found 2 loose staples in the packaging and 8 staples were missing scattered along the staple line, in the reload. No functional test was performed in order to preserve evidence. Additionally two photos at product complaint were provided and it shows the reload inside the opened packaging. It is possible that improper handling of the reload caused the staples to fell out, the proper handling instructions should be used when removing and reloading cartridges into the device, please reference the instructions for use. It should be noted that 100% inspection is performed by means of an automated vision system to ensure staples presence; the swing tab is present and unlocked. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 733c47 , and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 9/20/2024, d4 batch # unk, b3: only event year known: 2024. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the reload didn't misfired during the surgery and didn't complete the stapling line. The procedure was delayed 10 minutes. There were no patient consequences.